Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. Additional information was requested, and the following was obtained: 1. Did the device deliver any staples? No. 2. If yes, were the staples formed properly? Unk. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unk. 4. Were there staples missing from the staple line? Unk. 5. If yes, was the staple line complete? Unk. 6. Did the device cut? Unk. 7. If yes, was the cut line complete? Unk. 8. If yes, was there any issue with the cut line.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch #887c32. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of would not staple & difficult to open could not be confirmed as the device opened and closed without any difficulties noted and all the staples were noted present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 887c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch # unknown. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy surgery, the jaws could not be opened. There was not stapled, and the jaws released with the knife reverse switch. There was no effect on the patient. The cartridge color was green. There were no adverse consequences to the patient. No further information is available.